Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected. No obvious anomaly which would relate to a leak, such as break in the total appearance was observed. The actual sample was then rinsed and performance tested using saline and bovine blood at the rate of the 5l/min and back pressure of 300 mmhg. No leak was confirmed. Review of the provided pictures found that a reddish transparent fluid collected in the "gas-in" side. Based on the facts that the actual sample, after having been rinsed, did not have any leak and that collection of a reddish transparent fluid was noted in the gas-in side of the actual sample during use, it is most likely that a plasma leak occurred during the involved procedure. However it cannot be confirmed since the failure was unable to replicate during testing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, a fiber bundle leaked on the oxygenator. They noticed that the oxygenator exhaust port routinely dripped clear drops. *no patient involvement as this occurred after cardiopulmonary bypass.